Event description:
It was reported the ventricular lead was removed and replaced, due to low impedance. The model 5076 atrial lead was also replaced due to low impedance and subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached (clavicle-rib crush); full lead returned. Proximal conductor fractured; full lead returned in segments. It was reported the ventricular lead was removed and replaced due to low impedance. The model 5076 atrial lead was also replaced due to low impedance and subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Insulation, device was out of specification in a manner that relates to event, impedance, low.